Event description:
It was reported that the pt was experiencing withdrawal symptoms. A volume discrepancy was noted with the actual residual volume of 18 cc being greater than the expected residual volume of 11 cc. The time before the volumes were expected 4 cc and actual 10 cc. Event logs appeared normal. No alarms were noted, a dye study looked fine and an x-ray showed nothing abnormal. A therapeutic bolus was administered; success was hard to gauge as the pt was on a flex dose. Eri (expected replacement indicator) was 13 months. Add'l device troubleshooting was being considered. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).